Event description:
It was reported that the patient presented to the emergency room for unrelated reasons. The atrial lead had high capture thresholds. The patients pacemaker could not be interrogated due to low battery and had not been interrogated in a very long time as the patient was lost to follow up. The device was replaced on (B)(6) 2017 without adverse events; however, when the old leads were connected to the new device, it was discovered that the atrial lead did not function properly. There was loss of sensing and high capture thresholds. There were no patient symptoms due to adverse lead behavior. The physician decided to leave the atrial lead connected to the new pacemaker as the patient's superior venacava was occluded. On (B)(6) 2017, another procedure was performed, the atrial lead was capped and new lead was implanted on the right side. The pacemaker implanted the day before was then moved to the right side as well and the procedure was completed successfully without adverse event. The patient remained stable before, during and after both procedures and will continue to be monitored.